Event description:
It was reported that prior to starting a da vinci si surgical procedure a cable was frayed on a fenestrated bipolar forceps instrument. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the instrument pitch cable was broken at the distal clevis hub. The crimp that contains the broken cable segment remained in the clevis. No other damage was found.